Event description:
Customer reported under infusion of gemcitabine. Gemcitabine was infusing with 319 ml to run over 30 minutes. After 30 minutes, there was a residual of 40 ml and an actual run time was reported as 40 minutes. No pt harm. Product return is not expected.

Manufacturer narrative:
(B) (4). (B) (4).